Event description:
It was reported the patient received the following results within 15 minutes: 499 mg/dl (system 1) and 160's mg/dl (system 2), the customer could not recall the exact value. The readings were obtained using the same vial of test strips.